Event description:
It was reported that during a procedure involving the tav evfxplus-26, upon withdrawal of the delivery catheter system, the valve was pulled up with the nose cone resulting in a dislodge. The resolution involved the implant of a second valve.

Manufacturer narrative:
Updated data: h6. The return status of the suspect device was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the femoral artery was used as the access site during implant. No pre implant balloon dilation was performed. The valve was implanted in the native valve. The cuspal overlap technique was used. The training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs) ,the nose cone was not centered within the frame inflow before pulling the valve through. It was noted that rushing this step is what caused the dislodgement to occur. The dcs was not twisted or torqued at any point during deployment. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the dislodgement.

Event description:
It was reported that during a procedure involving the tav evfxplus-26, upon withdrawal of the delivery catheter system, the valve was pulled up with the nose cone resulting in a dislodge. The resolution involved the implant of a second valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.